Event description:
Ems found patient unresponsive, apneic, and pulseless and acls protocol was initiated and patient was intubated by ems prior to patient arriving in ER. During continued acls protocol in the ER (approximately 30 minutes after initiated in the the field), defibrillation attempt was unsuccessful and staff observed a spark from equipment. Defibrillator and pads were immediately switched. Defibrillator was taken out of service. Bio-med engineering evaluated the machine and was unable to duplicate the malfunction and found no pitting or arcing of the cables and no evidence of sparks. The device remains out of service.